Manufacturer narrative:
Philips service tested the hv loop and advised correct operation. The system was functional. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that exposure failed sporadically; suspected user error on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.